Event description:
A physician was preparing treatment for a pt and he drew multiple contours in tumorloc, saved contours, and exited system after saving data. Upon re-opening images, a warning appeared stating that system was trying to rename images making these images non-usable for treatment, however, other images were used during treatment of pt. No death or serious injury has occurred and no malfunction has occurred which is likely to cause a death or serious injury. The examid that is assigned to slices for reconstruction are so similar (0.000000 vs. 0.000061) that occasionally, slices can either be discarded or interleaved during the reconstruction phase.

Manufacturer narrative:
(B) (4)